Event description:
The customer reported that the mrx shut down unexpectedly during use on a pt. The involved pt died. However, the customer has stated that the device behavior did not impact the pt outcome as the users switched to a different defibrillator to deliver therapy.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted after philips obtains more information concerning this event.